Event description:
A malfunction alarm occurred with the pump. There was no reported impact to the customer¿s blood glucose level. The customer performed a reset, and the pump continued to function without problems.